Event description:
The user came to clinic on (B)(6) 2021 with the complaint that he abruptly stopped responding to sound with the device on(B)(6) 2021. Re-implantation is considered but is not scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implanation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came to clinic on (B)(6) 2021 with the complaint that he abruptly stopped responding to sound with the device on (B)(6) 2021.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to clinic on (B)(6) 2021 with the complaint that he abruptly stopped responding to sound with the device on (B)(6) 2021.